Event description:
Near the end of the cardiopulmonary bypass procedure, the customer noted a pink tingle to the water in the ice bath. There was a positive pressure blood leak from the cardioplegia coil. The procedure was completed without any patient injury.